Manufacturer narrative:
The technician found during a between patient inspection that the brake casters are worn due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake casters are not holding. The bed was located in the hill-rom service center. There was no patient/user injury reported. (B)(4).